Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that on (B)(6) 2004 the atrial lead exhibited a capture anomaly and was capped. On (B)(6) 2013 the lead was explanted during a routine pulse generator change out procedure.